Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the cable of the permanent cautery spatula instrument was broken. The procedure was completed with no patient harm.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The permanent cautery spatula instrument was analyzed and found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was still installed in the clevis.